Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient, on the evening of (B)(6) 2025, the patient noticed that her continuous glucose monitor (cgm) wasn¿t giving her any readings. She couldn¿t recall the exact error message that appeared on the screen, but it was clear that the device had stopped functioning properly. Her last known cgm value prior to the signal loss was 121 mg/dl. Despite the issue, there was no attempt to replace the sensor, and the readings did not return until the next morning. The following morning, (B)(6) 2025, around 7:00 am, she had just woken up and was about to start her day. She wasn¿t aware of her cgm readings, as they had not come back since the previous evening. She hadn¿t eaten breakfast yet when she suddenly began vomiting and became incoherent. She hadn¿t felt any symptoms when the issue with the readings started. An acquaintance came by to check in on her and found her in distress. They called 911 and an ambulance came to transport the patient to the hospital. No treatment was administered by the paramedics during the ride. Upon arriving at the hospital, a blood glucose test was performed, revealing a high reading of 1000 mg/dl. The patient was half-conscious and incoherent, showing signs of acute encephalopathy. Though she was alert, she was not coherent. She was then moved from the emergency room directly to the intensive care unit (ICU) and was provided with an intravenous (IV) insulin drip. She was treated with IV insulin along with electrolytes for four days. At the time of the report, her condition has gradually stabilized. She was being managed subcutaneously, and her blood glucose readings have dropped to around 200 mg/dl. The patient still remains at the hospital under observation at the time of the call. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the patient closed the mobile app. No additional patient or event information is available